Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6)2017 that on (B)(6)2017 the patient experienced an intermittent audio alert and a hypoglycemic event. Patient reported that she blacked out while driving a car. Bystanders stopped and called police. An ambulance arrived. Patient's blood glucose (bg) value was 32 mg/dl. Paramedics treated the patient with glucose and patient's bg was then at 118 mg/dl. Patient was released from the scene when a friend picked her up. Patient did not go to hospital. Patient alleges she probably did not hear her alert due to the receiver being inside her purse. Additionally, the patient tested the alert function of the receiver and the audio alert did work. At the time of contact, patient is recovered. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.